Manufacturer narrative:
As received, a complete lead was returned in one piece, measuring 48.9 cm. Visual examination found one external insulation abrasion at 31.7 to 32.0 cm from the connector pin, consistent with friction to another device or feature of patient¿s anatomy. X-ray examination found all the inner coil filars to be broken. Electrical testing found the inner coil¿s conduction path to be open. Scanning electron microscope analysis of the lead confirmed all the filars of the inner coil to be fractured in the middle region of the lead. The reported events of inadequate capture, inadequate sensing and insulation damage were isolated to the inner coil fracture and the external insulation abrasion. All other damage found is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an atrial lead replacement, since the atrial lead had increasing thresholds over time with eventual loss of capture, and the p-waves were routinely being undersensed. When the pocket was opened during the procedure, it was noted that the insulation was no longer holding the lead together it was first believed that the breach was under the suture sleeve, but the electrophysiologist later looked at the x-ray and felt that the insulation break was caused by subclavian crush. The lead was explanted and replaced, and the patient was in good condition throughout.